Event description:
It was reported the handpiece would not stay connected and had to be swapped out mid procedure.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through 2012. The pulsar generator was received in fair condition with minor surface imperfections. The unit exhibited e8 errors on the first coag command after power up. This will be addressed with upgrades. The unit delivered rf receptacle was correctly installed and was not damaged. The pullout force for the handpiece probe was roughly equivalent to other pulsar ii units in the service department. The unit was returned because the user felt that the monopolar handpiece probe was not supposed to pull out of the receptacle. The confusion could have been due to the design of the monopolar handpiece probe, which appears to have a locking feature, but does not. The monopolar receptacle functioned as intended. The unit was repaired. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.